Manufacturer narrative:
E1-reporter facility name: (B)(6) hospital b3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer attached the cassette to the main unit, a cassette removal alarm occurred, and customer tried connecting it to other devices, but the same situation continued for about 3 devices. This occurred before patient use/during priming at facility. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. A device history record (DHR) review could not be completed as no lot number was provided.